Manufacturer narrative:
Rbc transducer replaced as precaution as flag inside was broken. Service replaced the rbc transducer as a precaution as the flag inside was broken. A circuit board (pcb assembly spm board) was replaced as a hard failure as the wbc histogram was suppressed. The cd1800 system operator's manual (0h80-01, rev d), states on page 9-1 that an increase in imprecision in one of the directly measured parameters (wbc or rbc or hgb or plt) may indicate a need for maintenance. Troubleshooting discusses data problems on pages 19-32 through 10-40 and includes the actions taken by the customer in troubleshooting this issue. A review of customer complaints from february 2007 through september 2007 did not indicate any adverse trend with the cd1800, list base 07h77-01, for issues with discrepant wbc results. This is a final report.

Event description:
The account stated they were generating erratic wbc results on the cd1800 analyzer for 3 specimens. The specimens are repeated until matching results are obtained. Patient 1 tested wbc of 7.9, 9.3, 10.1, 8.9, 12.3 k/ul. The daily quality control was in range. Through troubleshooting, the account cleaned the aperture plate and discovered a large bubble in the sample syringe. After cleaning the sample syringe, a normal patient still generated erratic wbc results with an erratic wbc histogram with large peaks and valleys. Service was requested for the cd1800 analyzer. No impact to patient management was reported.